Event description:
It was reported a shim missing a ball bearing was received via the worn instrument return program. There was no known patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use (nicked or gouged) and has one ball bearing missing. Device history record was reviewed and no discrepancies were found. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.